Event description:
The customer reported image blackout during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.